Event description:
It was reported a filter prematurely deployed in the patient which resulted in inappropriate placement. Another filter was successfully placed without patient complications. The patient's condition is good. This device remains implanted. Therefore, no failure analysis will be available. A lot search was performed and revealed no other complaints to date on this lot number. The co's follow up indicated continual flushing of the carrier system during the implant procedure was not performed which the co believes may have contributed to this event. However, the co is unable to determine the exact cause for this event.